Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that needle did not pull up smoothly and it had resistance. The safety mechanism did not activate automatically, and the rn had difficulty retracting the cannula. Customer mentioned other incidents similar in the past, but dates are unknown. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Event description:
It was reported that needle did not pull up smoothly and it had resistance. The safety mechanism did not activate automatically, and the rn had difficulty retracting the cannula. Customer mentioned other incidents similar in the past, but dates are unknown. No other information was provided. A specific number of affected devices or patients was not provided by the complainant. Additional information provided 12/19/2023 : no urgent situations, only a delay of patient treatment (discharge). Patient was here for port flush and lab draw. Port accessing was successful. When rn was trying to de access port needle, rn grasped the needle wing with her dominant hand and stabilized the port needle base with her thumb and forefinger. The needle did not pull up smoothly and it had resistance. The safety mechanism did not activate automatically, and the rn had difficulty retracting the cannula.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that needle did not pull up smoothly and it had resistance. The safety mechanism did not activate automatically, and the rn had difficulty retracting the cannula. Customer mentioned other incidents similar in the past, but dates are unknown. No other information was provided. A specific number of affected devices or patients was not provided by the complainant. Additional information provided 12/19/2023 no urgent situations, only a delay of patient treatment (discharge). Patient was here for port flush and lab draw. Port accessing was successful. When rn was trying to de access port needle, rn grasped the needle wing with her dominant hand and stabilized the port needle base with her thumb and forefinger. The needle did not pull up smoothly and it had resistance. The safety mechanism did not activate automatically, and the rn had difficulty retracting the cannula.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.